Event description:
Stent attempted to be placed in lesion, would not cross when pulling back into guide stent, brought back to sheath. Fluoroed sheath and stent was hanging on tip of sheath. Successful stented and dislodged stent was found to be in mid sfa under fluoro.